Event description:
It was reported to philips that a user obtained a wrist fracture when using a qcpr meter during a patient event, other users noted getting huge bruises.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer later clarified that the feedback is regarding the use of the qcpr meter for CPR in general and that no medical treatment was required for the wrist injury/bruises reported by the users. The device remains at the customer site. The feedback was provided to product marketing. No device malfunction was identified.